Event description:
The customer contacted stryker to report that their device screen flashed and the service indicator illuminated when shocking into a test load. The customer advised that the device logged a potentially critical event code that may be indicative of a device lockup. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer¿s device and was unable to duplicate the reported issue. Stryker downloaded the electronic records from the customer¿s device and was able to confirm the reported power issue. The power pcb was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker determined that the cause of the issue was possibly due to fretting corrosion on the battery wire harness contacts of connector j11 and the mating power pcb assembly contacts of connector p11. The fretting corrosion has been determined to cause an increase in contact resistance which can result in a sudden loss of device power under conditions of high current usage from functions such as printing a code-summary® record. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board, which causes the device to power cycle. The cause of the screen flashing cause is determined to be due to fretting corrosion on the battery wire harness contacts of connector j11 and the mating power pcb assembly contacts of connector p11. Stryker also verified the reported logged event code, the cause of the event codes could not be determined.

Event description:
The customer contacted stryker to report that their device screen flashed and the service indicator illuminated when shocking into a test load. The customer advised that the device logged a potentially critical event code that may be indicative of a device lockup. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.